Manufacturer narrative:
As received, the octrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient experienced loss of stimulation from the scs system. A system diagnostics identified multiple lead contacts with high readings. Surgical intervention was taken and the patient's scs lead was replaced with a new one. The surgical intervention reportedly resolved the issue.